Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tip being broken additional findings were the adhesive joint of proximal components were loose and the sealing ring is missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had the fixing screw missing. There was no patient harm associated with the event. The device was evaluated, and it was found the tip was broken. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The lot/serial number for the affected device could not be obtained, therefore; a review of the device history record was not performed. Based on the information provided for the investigation, the probably cause of the reported event was due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be detected by following the instructions for use (IFU) which state: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.